Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit (software version 12.3.1.2) had a system error (error code 9-1513-202) during simulation testing. The user was initially attempted to recreate an issue ¿without a max in the pca and then adding it in after the infusion started¿ and the user was unable to recreate a system error at that time¿. A few hours later, the user stated that the device ¿suddenly got a system error¿. The user was unable to silence the alarm. None of the modules were infusing at the time. The programming that the user was doing was ¿ketamine greater than 45kg concentration 500mg/50ml pca dose 10 mg lockout interval 15 minutes and continuous dose 15mg/hr. No max and then start and once started went back and added a max¿. The user reportedly initially did this several times without an error. As previously stated, a few hours later, while sitting in standby with device turned on without an infusion running, it went into system error. There was no patient involvement as the event occurred in a test environment.

Event description:
It was reported that the pc unit (software version 12.3.1.2) had a system error (error code 9-1513-202) during simulation testing. The user was initially attempted to recreate an issue ¿without a max in the pca and then adding it in after the infusion started¿ and the user was unable to recreate a system error at that time¿. A few hours later, the user stated that the device ¿suddenly got a system error¿. The user was unable to silence the alarm. None of the modules were infusing at the time. The programming that the user was doing was ¿ketamine greater than 45kg concentration 500mg/50ml pca dose 10 mg lockout interval 15 minutes and continuous dose 15mg/hr. No max and then start and once started went back and added a max¿. The user reportedly initially did this several times without an error. As previously stated, a few hours later, while sitting in standby with device turned on without an infusion running, it went into system error. There was no patient involvement as the event occurred in a test environment.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.